Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and diabetes mellitus ("diabetes") in a 31-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hot flashes. Previously administered products included for prevent pregnancy: loseasonique from 2011 to 2013. Concurrent conditions included overweight, pap smear abnormal, papilloma viral infection, genitourinary tract gonococcal infection, dysmenorrhea, cramp in lower abdomen, adnexa uteri pain, mood swings, vomiting, dysfunctional uterine bleeding, gonorrhea and skin lesion. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced uterine haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), vaginal infection ("vaginal infection"), migraine ("migraines"), rash ("rashes"), pain of skin ("skin sores"), tooth disorder ("dental problems"), alopecia ("hair loss"), nausea ("nausea"), weight increased ("weight gain"), insomnia ("insomnia"), libido decreased ("decreased libido"), abdominal pain ("pain abdominal") and back pain ("pain back"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy; bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, diabetes mellitus, vaginal haemorrhage, menorrhagia, urinary incontinence, vaginal infection, migraine, rash, pain of skin, tooth disorder, alopecia, nausea, weight increased, insomnia and libido decreased outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, diabetes mellitus, insomnia, libido decreased, menorrhagia, migraine, nausea, pain of skin, pelvic pain, rash, tooth disorder, urinary incontinence, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Current weight as of (B)(6) 2018: 192 lbs. Approximate weight at the time of essure placement 150 lbs. (B)(6) 2016 surgical pathology report- diagnosis: uterus and bilateral tubes, supra cervical hysterectomy and bilateral salpingectomy: uterus (60 g] with secretory endometrium and leiomyomas bilateral fimbricated fallopian tubes with wire coils. Pelvic lesion, excision: fat necrosis with calcification clinical history: history of abnormal uterine and vaginal bleeding, unspecified, pelvic and perineal pain. Pain: location: right lower quadrant. Pain site: abdomen. Patient requesting the specimen of essure coils that removed given to patient after surgical procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, insomnia, libido decreased, nausea, urinary incontinence. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization added. Events abdominal pain, alopecia, back pain, diabetes mellitus, insomnia, libido decreased, menorrhagia, migraine, nausea, pain of skin, rash, tooth disorder, urinary incontinence, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and diabetes mellitus ("diabetes") in a 31-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes. *current weight as of (B)(6) 2018: 192 lbs. Approximate weight at the time of essure placement 150 lbs. (B)(6) 2016 surgical pathology report- diagnosis: uterus and bilateral tubes, supra cervical hysterectomy and bilateral salpingectomy: uterus (60 g] with secretory endometrium and leiomyomas bilateral fimbricated fallopian tubes with wire coils. Pelvic lesion, excision: fat necrosis with calcification clinical history: history of abnormal uterine and vaginal bleeding, unspecified, pelvic and perineal pain. Pain ¿ location- right lower quadrant pain site- abdomen patient requesting the specimen of essure coils that removed given to patient after surgical procedure. Previously administered products included for prevent pregnancy: loseasonique from 2011 to 2013. Concurrent conditions included overweight, pap smear abnormal, cervicitis human papilloma virus, genitourinary tract gonococcal infection, dysmenorrhea, cramp in lower abdomen, adnexa uteri pain, mood swings, vomiting, dysfunctional uterine bleeding, gonorrhea and skin lesion. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), vaginal infection ("vaginal infection"), headache ("headaches"), rash ("rashes"), pain of skin ("skin sores"), tooth disorder ("dental problems"), alopecia ("hair loss"), nausea ("nausea"), insomnia ("insomnia"), libido decreased ("decreased libido"), abdominal pain ("pain abdominal"), back pain ("pain back") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with vitamins nos and surgery (supracervical hysterectomy; bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, diabetes mellitus, vaginal haemorrhage, menorrhagia, urinary incontinence, vaginal infection, headache, rash, pain of skin, tooth disorder, alopecia, nausea, weight increased, insomnia, libido decreased and migraine outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, diabetes mellitus, headache, insomnia, libido decreased, menorrhagia, migraine, nausea, pain of skin, pelvic pain, rash, tooth disorder, urinary incontinence, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, insomnia, libido decreased, nausea, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet- new event headaches and treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and diabetes mellitus ("diabetes") in a 31-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hot flashes. Previously administered products included for prevent pregnancy: loseasonique from 2011 to 2013. Concurrent conditions included overweight, pap smear abnormal, cervicitis human papilloma virus, genitourinary tract gonococcal infection, dysmenorrhea, cramp in lower abdomen, adnexa uteri pain, mood swings, vomiting, dysfunctional uterine bleeding, gonorrhea and skin lesion. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced uterine haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), vaginal infection ("vaginal infection"), migraine ("migraines"), rash ("rashes"), pain of skin ("skin sores"), tooth disorder ("dental problems"), alopecia ("hair loss"), nausea ("nausea"), weight increased ("weight gain"), insomnia ("insomnia"), libido decreased ("decreased libido"), abdominal pain ("pain abdominal") and back pain ("pain back"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy; bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, diabetes mellitus, vaginal haemorrhage, menorrhagia, urinary incontinence, vaginal infection, migraine, rash, pain of skin, tooth disorder, alopecia, nausea, weight increased, insomnia and libido decreased outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, diabetes mellitus, insomnia, libido decreased, menorrhagia, migraine, nausea, pain of skin, pelvic pain, rash, tooth disorder, urinary incontinence, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion current weight as of (B)(6) 2018: 192 lbs. Approximate weight at the time of essure placement 150 lbs. (B)(6) 2016 surgical pathology report- diagnosis: 1. Uterus and bilateral tubes, supra cervical hysterectomy and bilateral salpingectomy: uterus (60 g] with secretory endometrium and leiomyomas bilateral fimbricated fallopian tubes with wire coils. 2. Pelvic lesion, excision: fat necrosis with calcification clinical history: history of abnormal uterine and vaginal bleeding, unspecified, pelvic and perineal pain. Pain ¿ location- right lower quadrant pain site- abdomen patient requesting the specimen of essure coils that removed given to patient after surgical procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, insomnia, libido decreased, nausea, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it is definitely not in the fallopian tube') and pelvic pain ('pain/pain') in a 31-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes. Current weight as of (B)(6) 2018: 192 lbs. Approximate weight at the time of essure placement 150 lbs. On (B)(6) 2016 surgical pathology report- diagnosis: 1. Uterus and bilateral tubes, supra cervical hysterectomy and bilateral salpingectomy: uterus (60 g] with secretory endometrium and leiomyomas bilateral fimbricated fallopian tubes with wire coils. 2. Pelvic lesion, excision: fat necrosis with calcification clinical history: history of abnormal uterine and vaginal bleeding, unspecified, pelvic and perineal pain. Pain ¿ location- right lower quadrant pain site- abdomen patient requesting the specimen of essure coils that removed given to patient after surgical procedure. Previously administered products included for prevent pregnancy: loseasonique from 2011 to 2013. Concurrent conditions included overweight, pap smear abnormal, cervicitis human papilloma virus, genitourinary tract gonococcal infection, dysmenorrhea, cramp in lower abdomen, adnexa uteri pain, mood swings, vomiting, dysfunctional uterine bleeding, gonorrhea and skin lesion. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), diabetes mellitus ("diabetes"), urinary incontinence ("urinary incontinence"), vaginal infection ("vaginal infection"), headache ("headaches"), rash ("rashes"), pain of skin ("skin sores"), alopecia ("hair loss"), nausea ("nausea"), insomnia ("insomnia"), libido decreased ("decreased libido"), abdominal pain ("pain abdominal"), back pain ("pain back") and migraine ("migraines"), underwent tooth extraction ("dental problems: 2 teeth removed") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypomenorrhoea ("I have had the shortest menstrual in y life of two days but so painful"), dysmenorrhoea ("menses painful"), mood swings ("mood swings"), autoimmune disorder ("autoimmune disease"), genital haemorrhage ("major hemorrhage"), fibromyalgia ("fibromyalgia"), systemic lupus erythematosus ("lupus erythematosus"), anxiety ("anxiety"), depression ("depression"), allergy to metals ("allergic to nickel") and sleep disorder ("can't sleep after essure removal"). The patient was treated with vitamins nos and surgery (supracervical hysterectomy; bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, uterine haemorrhage, diabetes mellitus, vaginal haemorrhage, menorrhagia, urinary incontinence, vaginal infection, headache, rash, pain of skin, tooth extraction, alopecia, nausea, weight increased, insomnia, libido decreased, migraine, hypomenorrhoea, dysmenorrhoea, mood swings, autoimmune disorder, genital haemorrhage, fibromyalgia, systemic lupus erythematosus, anxiety, depression, allergy to metals and sleep disorder outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, diabetes mellitus, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, hypomenorrhoea, insomnia, libido decreased, menorrhagia, migraine, mood swings, nausea, pain of skin, pelvic pain, rash, sleep disorder, systemic lupus erythematosus, tooth extraction, urinary incontinence, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. X-ray - on an unknown date: it is definitely not in the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, insomnia, libido decreased, nausea, urinary incontinence. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, short menstruation, dysmenorrhea, mood swings, autoimmune disorder, genital bleeding, fibromyalgia, lupus erythematosus, anxiety, depression, allergy to metals, sleep disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it is definitely not in the fallopian tube') and pelvic pain ('pain/pain') in a 31-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes. *current weight as of (B)(6) 2018: 192 lbs. Approximate weight at the time of essure placement 150 lbs. (B)(6) 2016 surgical pathology report- diagnosis: 1. Uterus and bilateral tubes, supra cervical hysterectomy and bilateral salpingectomy: uterus (60 g] with secretory endometrium and leiomyomas bilateral fimbricated fallopian tubes with wire coils. 2. Pelvic lesion, excision: fat necrosis with calcification clinical history: history of abnormal uterine and vaginal bleeding, unspecified, pelvic and perineal pain. Pain ¿ location- right lower quadrant. Pain site- abdomen. Patient requesting the specimen of essure coils that removed given to patient after surgical procedure. Previously administered products included for prevent pregnancy: loseasonique from 2011 to 2013. Concurrent conditions included overweight, pap smear abnormal, cervicitis human papilloma virus, genitourinary tract gonococcal infection, dysmenorrhea, cramp in lower abdomen, adnexa uteri pain, mood swings, vomiting, dysfunctional uterine bleeding, gonorrhea and skin lesion. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), diabetes mellitus ("diabetes"), urinary incontinence ("urinary incontinence"), vaginal infection ("vaginal infection"), headache ("headaches"), rash ("rashes"), pain of skin ("skin sores"), alopecia ("hair loss"), nausea ("nausea"), insomnia ("insomnia"), libido decreased ("decreased libido"), abdominal pain ("pain abdominal"), back pain ("pain back") and migraine ("migraines"), underwent tooth extraction ("dental problems: 2 teeth removed") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypomenorrhoea ("I have had the shortest menstrual in y life of two days but so painful"), dysmenorrhoea ("menses painful"), mood swings ("mood swings"), autoimmune disorder ("autoimmune disease"), genital haemorrhage ("major hemorrhage"), fibromyalgia ("fibromyalgia"), systemic lupus erythematosus ("lupus erythematosus"), anxiety ("anxiety"), depression ("depression"), allergy to metals ("allergic to nickel "), sleep disorder ("can't sleep after essure removal") and lung disorder ("lungs stop working when I was driving"). The patient was treated with vitamins nos and surgery (supracervical hysterectomy; bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, pelvic pain, uterine haemorrhage, diabetes mellitus, vaginal haemorrhage, menorrhagia, urinary incontinence, vaginal infection, headache, rash, pain of skin, tooth extraction, alopecia, nausea, weight increased, insomnia, libido decreased, migraine, hypomenorrhoea, dysmenorrhoea, mood swings, autoimmune disorder, genital haemorrhage, fibromyalgia, systemic lupus erythematosus, anxiety, depression, allergy to metals, sleep disorder and lung disorder outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, diabetes mellitus, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, hypomenorrhoea, insomnia, libido decreased, lung disorder, menorrhagia, migraine, mood swings, nausea, pain of skin, pelvic pain, rash, sleep disorder, systemic lupus erythematosus, tooth extraction, urinary incontinence, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. X-ray - on an unknown date: it is definitely not in the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, insomnia, libido decreased, nausea, urinary incontinence. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, short menstruation, dysmenorrhea, mood swings, autoimmune disorder, genital bleeding, fibromyalgia, lupus erythematosus, anxiety, depression, allergy to metals, sleep disorder the following information was received from social media lungs stop working when I was driving. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- lungs stop working when I was driving. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it is definitely not in the fallopian tube') and pelvic pain ('pain/pain') in a 31-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes. Current weight as of (B)(6) 2018: 192 lbs. Approximate weight at the time of essure placement 150 lbs. On (B)(6) 2016 surgical pathology report- diagnosis: 1. Uterus and bilateral tubes, supra cervical hysterectomy and bilateral salpingectomy: uterus (60 g] with secretory endometrium and leiomyomas bilateral fimbricated fallopian tubes with wire coils. 2. Pelvic lesion, excision: fat necrosis with calcification clinical history: history of abnormal uterine and vaginal bleeding, unspecified, pelvic and perineal pain. Pain ¿ location- right lower quadrant pain site- abdomen patient requesting the specimen of essure coils that removed given to patient after surgical procedure. Previously administered products included for prevent pregnancy: loseasonique from 2011 to 2013. Concurrent conditions included overweight, pap smear abnormal, cervicitis human papilloma virus, genitourinary tract gonococcal infection, dysmenorrhea, cramp in lower abdomen, adnexa uteri pain, mood swings, vomiting, dysfunctional uterine bleeding, gonorrhea and skin lesion. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), diabetes mellitus ("diabetes"), urinary incontinence ("urinary incontinence"), vaginal infection ("vaginal infection"), headache ("headaches"), rash ("rashes"), pain of skin ("skin sores"), alopecia ("hair loss"), nausea ("nausea"), insomnia ("insomnia"), libido decreased ("decreased libido"), abdominal pain ("pain abdominal"), back pain ("pain back") and migraine ("migraines"), underwent tooth extraction ("dental problems: 2 teeth removed") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypomenorrhoea ("I have had the shortest menstrual in y life of two days but so painful"), dysmenorrhoea ("menses painful"), mood swings ("mood swings"), autoimmune disorder ("autoimmune disease"), genital haemorrhage ("major hemorrhage"), fibromyalgia ("fibromyalgia"), systemic lupus erythematosus ("lupus erythematosus"), anxiety ("anxiety"), depression ("depression"), allergy to metals ("allergic to nickel") and sleep disorder ("can't sleep after essure removal"). The patient was treated with vitamins nos and surgery (supracervical hysterectomy; bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, uterine haemorrhage, diabetes mellitus, vaginal haemorrhage, menorrhagia, urinary incontinence, vaginal infection, headache, rash, pain of skin, tooth extraction, alopecia, nausea, weight increased, insomnia, libido decreased, migraine, hypomenorrhoea, dysmenorrhoea, mood swings, autoimmune disorder, genital haemorrhage, fibromyalgia, systemic lupus erythematosus, anxiety, depression, allergy to metals and sleep disorder outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, diabetes mellitus, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, hypomenorrhoea, insomnia, libido decreased, menorrhagia, migraine, mood swings, nausea, pain of skin, pelvic pain, rash, sleep disorder, systemic lupus erythematosus, tooth extraction, urinary incontinence, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. X-ray - on an unknown date: it is definitely not in the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, insomnia, libido decreased, nausea, urinary incontinence. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, short menstruation, dysmenorrhea, mood swings, autoimmune disorder, genital bleeding, fibromyalgia, lupus erythematosus, anxiety, depression, allergy to metals, sleep disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: content from social media received. New events 'device dislocation, short menstruation, dysmenorrhea, mood swings, autoimmune disorder, genital bleeding, fibromyalgia, lupus erythematous, anxiety, depression, allergy to metals, sleep disorder' were added. On 23-jan-2020: no new clinical information received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report